Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection noted that the electrode h50 at the distal end of the shaft shows signs of overheating. The electrodes were broken between the gaps. -functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error, due to the improper flow of irrigation fluid, which is necessary during use of the apollo probes.

Event description:
It was reported that during a hip arthroscopy the device overheated and the metal plate in the middle broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 29-jul-2025. Further information was received that the metal bridge between the two holes in the probe burned through, causing the probe to lose functionality, but no parts broke off or remained in the joint.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.